Event description:
The customer reportedly received the blood glucose results of 177mg/dl, 342mg/dl and 167mg/dl on the accu-chek aviva system within a 10 minute timeframe. No reported actions taken or treatment given. No adverse event reported. New system sent to customer and return requested.